Event description:
The article, "initial results of intra-annular self-expandable valves: insights from the ocean-tavi registry", was reviewed. The article presented a prospective, multicenter study to assess the patient¿prosthesis mismatch (ppm) after intra-annular self-expanding heart valve (ia-sev) implantation in asian patients. The device included in this study was navitor, an ia-sev. The article concluded that initial results for the ia-sev were excellent regarding hemodynamics and reduction of paravalvular leakage regardless of valve size. The ia-sev is a useful transcatheter heart valve, especially for asian patients with a high prevalence of small annulus. [The primary and corresponding author was shinichi shirai, department of cardiology, kokura memorial hospital, kitakyushu, japan 3-2-1, asano, kokura-kita ward, kitakyushu, fukuoka 802-8555, japan, with corresponding e-mail: shirai440130@gmail.com]. The time frame of the study was from 01 april 2022 to 31 may 2023. A total of 463 patients were included in the study, of which all received an abbott device. The average age was 86 years old and the majority gender was female. Comorbidities included hyperlipidemia, diabetes mellitus, hypertension, atrial fibrillation, prior pacemaker, myocardial infarction, coronary intervention, coronary artery bypass graft, coronary artery disease, peripheral artery disease, prior stroke, prior ischemic stroke, obstructive pulmonary disease, chronic kidney disease, prior complete right/left bundle branch block, bicuspid aortic valve, pulmonary hypertension.

Manufacturer narrative:
B2 - date of death is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: initial results of intra-annular self-expandable valves: insights from the ocean-tavi registry. Summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including hyperlipidemia, diabetes mellitus, hypertension, atrial fibrillation, prior pacemaker, myocardial infarction, coronary intervention, coronary artery bypass graft, coronary artery disease, peripheral artery disease, prior stroke, prior ischemic stroke, obstructive pulmonary disease, chronic kidney disease, prior complete right/left bundle branch block, bicuspid aortic valve, and pulmonary hypertension. Some of the complications reported were death, surgical intervention (viv, pacemaker), unexpected medical intervention (post-bav, CPR/resuscitation), cardiac tamponade, valve embolization, obstruction, ischemic stroke, bleeding, renal failure, annulus rupture (perforation), atrial fibrillation, and heart block; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incidents could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.